Event description:
Uncomfortable - vagina [vulvovaginal discomfort.] Uncomfortable - tampon [medical device site discomfort.] Braided string shredded [device breakage.] Difficult to remove tampon [complication of device removal.] Case narrative: relative reported via e-mail that her daughter used tampon and the string shredded and expanded, making it difficult to remove. No serious injury reported.

Manufacturer narrative:
There is insufficient information https://emdr.FDA.gov/emdr/formredaction/d11.jsf#to perform a product investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort] . Uncomfortable - tampon [medical device site discomfort] . Braided string shredded [device breakage] . Difficult to remove tampon [complication of device removal] . Case narrative: relative reported via e-mail that her daughter used tampon and the string shredded and expanded, making it difficult to remove. No serious injury reported.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort] uncomfortable - tampon [medical device site discomfort] braided string shredded [device breakage] difficult to remove tampon [complication of device removal] case narrative: relative reported via e-mail that her daughter used tampon and the string shredded and expanded, making it difficult to remove. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.